Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient experienced electrical shots right where the neurostimulator is located in the middle of right buttock since yesterday. Patient turned therapy off yesterday and said that the shocking stopped however started to experience severe low back pain right above the neurostimulator. When asked, patient said no falls or trauma, no new physical activities or heavy lifting. Patient said that they were directed to take tylenol for pain management, which patient said hasn't worked. Patient services reviewed consideration to turn stimulation back on and decrease the intensity to determine if shocking subsides at lower setting and if notices any decrease in lower back pain. When asked, patient hasn't noticed any changes to neurostimulator site. Patient will try to turn stimulation on and decrease setting and if patient doesn't notice a difference in either shocking or lower back pain to consider switching to a different program. Patient to track results and provide update. No further complications were reported at this time. Additional information was received from the patient. They reported that patient experienced electrical shocks, not shots. Patient called back, said that she had appointment at hcp office last friday and did see representative who reprogrammed settings however patient said was still experiencing electrical shocks which patient told the representative. Patient said that after the representative reprogrammed, patient still experiencing shocks and said that rep told her then implant needs to come out. Patient said that she called office to start process of having system removed however said that the hcp office is saying that patient needs to see representative again for reprogramming. Redirected patient to contact hcp office to review with them the direction the representative gave her at the end of last appointment.